Manufacturer narrative:
Device evaluated by MFR: visual examination of the returned product revealed a fracture in the distal poly tip. The fracture was located 298cm from the proximal end. Sem lab analysis concluded the fracture occurred in a torsional overload direction in a bending moment. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a percutaneous transluminal angioplasty treatment procedure, the guide wire tip detached. The >90% stenosed target lesion was located in the severely calcified and severely tortuous posterior tibial artery (pta). After more than one attempt to cross the lesion with the v-18 guide wire, the tip detached. The approximate length of the wire tip was 2.5cm and it remained in the patient's distal pta at procedure end. Treatment was not completed at this time. Two days post procedure, the patient underwent surgery to treat the target lesion and remove the guide wire tip. There were no additional patient complications reported and the patient's status is good.

Event description:
It was reported that during a percutaneous transluminal angioplasty treatment procedure, the guide wire tip detached. The >90% stenosed target lesion was located in the severely calcified and severely tortuous posterior tibial artery (pta). After more than one attempt to cross the lesion with the v-18 guide wire, the tip detached. The approximate length of the wire tip was 2.5cm and it remained in the patient's distal pta at procedure end. Treatment was not completed at this time. Two days post procedure, the patient underwent surgery to treat the target lesion and remove the guide wire tip. There were no additional patient complications reported and the patient's status is good.